Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Plaintiff alleges that as a result of intr-operative trauma during the surgery to implant hip on (B)(6) 2014 and as a further result of her post-operative systemic infection, the patient suffered severe physical debilitation and severe pain and suffering from (B)(6) 2014. As a result, plaintiff died while an inpatient at (B)(6) medical center on (B)(6) 2014.